Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the stability threads are not holding on skinnier patients. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.